Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer was reported that the insulin pump alarmed motor error. The blood glucose reading was 81mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The displacement test was completed and the test failed. Advised the caller that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during rewind due to encoder signal out of phase. Unable to perform functional testing including displacement test due to motor error alarm. The insulin pump had a scratched display window.